Event description:
It was reported the patient's lead had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2023 during which the existing lead was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An event of not getting sensory was reported to abbott. Rep managed to barely get sensory on the left side of the lead but it¿s almost maxed out. Patient doesn¿t feel anything on the right of the paddle no matter what contacts are used, frequency or pulse width. Replacement surgery resolved the issue. The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown.